Manufacturer narrative:
Physio-control replaced the flex cable assembly which connects the user interface pcb assembly with the pcb stack and also performed other repairs, then observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the removed cable assembly and determined that the cause of the reported failure was damage to the cable at the plug connector, designator p31.

Event description:
The customer reported that their device would not power on completely. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. It was observed that upon power up, the device would get stuck in a boot loop and not complete the power on cycle. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.